Manufacturer narrative:
Investigation on the complaint kit lot did not identify a product issue. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged multiple result discrepancies with cobas sars cov-2 qualitative assay for use on the cobas 6800/8800 systems. Four (4) samples generated a positive result in the initial test and a negative result in the repeat test from the same sample secondary tube. The samples were nasal or oropharyngeal swabs collected in zepre sample preservation solution. Samples were stored at room temperature between tests. The product¿s method sheet indicates the cobas® sars-cov-2 is a qualitative test for use on the cobas® 6800 system and cobas® 8800 system for the detection of the 2019 novel coronavirus (sars-cov-2) rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt), bd¿ universal viral transport system (uvt), cobas® pcr media, or 0.9% physiological saline. Negative results were reported out. No harm indicated in the case. Investigation on the complaint kit lot did not identify any product issue. The samples alleged generated cts indicative of samples near the lod of the test based on information contained in the method sheet in the table titled "lod determination using USA-wa1/2020 strain". As mentioned in the method sheet, limit of detection (lod) studies determine the lowest detectable concentration of sars-cov-2 at which greater or equal to 95% of all (true positive) replicates test positive. Four mdrs, one per alleged result will be submitted.